Event description:
It was reported that the rn from the ccu (cardiac care unit), called to verify that the appropriate actions were being followed. The rn stated that they had leak alarms since the intra-aortic balloon (iab) was inserted via a sheath in the pt's femoral artery. Indications for use: stemi-obtuse stent. According to the rn "right at the hub of the catheter where it enters the groin outside of the pt you can hear and see where the he is leaking." The rn told the clinical support specialist (css) that she can only pump for several seconds now prior to getting a "large he loss alarm." The rn stated that earlier they had somehow taped the site and it was functional for a while, but now it is not. The list of specific intra-aortic balloon (iabp) alarms that occurred over the past 12 hours are as follows: he loss 2, 3, and large he loss. The rn told the css that she notified the md who is on her way in to remove the catheter. At this time the rn is attempting to inflate the iab every 10 mins until the iab is removed in an effort to not get clot formation. The rn told the css that she informed the md that the iab must be removed within 30 mins. The css reiterated that it is very important to remove the catheter within the 30 min window. The rn is certain that the leak is outside of the pt. The css discussed the risks of inflating the iab as well as the inability to know if enough volume is entering the iab to prevent clot formation based on the size of the leak the rn is describing. Per the rn there is neither blood present in the gas line nor any noted at the site of the leak. The rn stated that the pt is stable with no signs of embolic episode or adverse effects of not pumping. The rn told the css that the md has no plans to reinsert an iab at this time due to the pt's stable status. The rn wanted to know if they should keep the catheter after removal. The css recommended that they red bag the entire catheter after removal to be returned. The css gave the rn her direct number to call if she should have any additional questions or the pt's status was to change.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.